Event description:
An issue has been identified in hna classic blood bank transfusion where an antibody does not post to the pt's encounter history file record and thus cannot be viewed in classic blood bank transfusion programs. In addition, other antibodies may be duplicated on the pt's historical record. This issue occurs when the pt's identification number is updated and both the pt that is being updated and the pt with the current identification number have antibodies. In the classic blood bank transfusion device the antibody priority is user-defined as a four-digit field. The antibody priority field for the utility is a two-digit field. When the utility processes the antibody info, the priority field is truncated and the first two digits of the priority field are removed. Cerner has not been made aware of any adverse pt care events that resulted from this issue.